Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. Reported the customer was using cold insulin. Tandem technical support informed the customer that cold insulin was off label per the tandem user guide. Customer continued to use the existing cartridge. Customer¿s blood glucose level was 92 mg/dl.